Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the cfet permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the handle started up so the device was inserted to the shell. After a while, when connecting the adapter, the handle was found in off status. The handle was placed again on the charger and performed a restart, but the handle did not power on. Finally, the charger red lamp illuminated. The manual handle was taken out to resolve the issue. The charger was tested on another handle and worked normally. There was no patient involvement. Medtronic¿s initial evaluation of the incident device found the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.